Event description:
Patient having midline placement. Placed 20g powerglide. Unable to thread catheter from the device. Procedure stopped and midline disconnected. 2nd powerglide midline placed. Vein accessed w/o difficulty, blood noted, wire advanced per protocol w/o difficulty. Unable to advance catheter from device, attempted to remove device but was met with resistance. Midline and device disconnected. After disconnected, catheter noted to have cut approximately 1 inch down from tip of catheter. Noted catheter and wire present. No pieces missing. Took 2 rn's to separate device from catheter: 1 to hold and other to secure catheter.